Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained ventricular oversensing episodes were observed. The patient was asymptomatic. Programming changes were made.